Event description:
It was reported that the autopulse device displayed a user advisory message of ua 07 (discrepancy between load 1 and load 2 too large). Add'l details were requested by the MFR and have not been obtained. It is unk if the device was used on a pt. No adverse pt sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates there was no damage to the platform. Customer's complaint of user advisory ua07 was confirmed. No functional testing could be performed as this user advisory was unable to be cleared and kept displaying when device was powered on. Both load cells were damaged and replaced. The board passed final test. Probable root cause associated with this event could have been attributed to defective load cell modules.